Event description:
It was reported the patient's pump pocket was red and swollen after a refill. The patient was lethargic. The pump was implanted deep in the patient and the hcp was having trouble determining if they were in the refill port. A pocket fill was suspected. The drug used in the pump was morphine and bupivicaine. The patient was to be monitored for signs of overdose. Additional information received indicated a pocket fill was confirmed. The patient was admitted to the hospital for a 23 hour observation and was released the next morning. There were no significant signs and symptoms of overdose only lethargy. The pump was filled the following week.